Event description:
It was reported that the patient with this remote communicator of this cardiac resynchronization therapy defibrillator (crt-d) system displayed a red call doctor icon. Additionally, it was seen on the remote communicator some yellow collecting waves. Subsequently, troubleshooting was performed, however, the interrogation was unsuccessful. Further review, it was noted that they did not have the newest ethernet adapter accessory, which led to the failure of the communication between the communicator and the device. A new ethernet adapter was shipped to the patient's home. In the meantime, the patient was referred to contact their clinic regarding the red call doctor icon. Upon review, it was noted low out-of-range shock lead impedance measurements. At this time, the product remains in service and no adverse patient effects were reported.